Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose, customer administered a manual correction injection. A pump reset was performed independently by the customer. Customer successfully loaded a cartridge and was able to resume insulin delivery.